Manufacturer narrative:
Concomitant medical products: a micrusphere coil, enterprise stent, orioin .021 microcatheter, sl10 microcatheter and syncro14 wire were used for the procedure. Information regarding patient weight not provided. UDI: ((B)(4). Complaint conclusion: the coil was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information provided and without films available for review, it is not possible to determine the root cause of the aneurysm rupture, and the partial deployment/protrusion of the coil and resistance between the microcatheter and enterprise cannot be confirmed without product return for analysis. Vessel perforation, hemorrhage and stroke are known procedural complications associated with coil embolization and are listed in the instructions for use as such. Aneurysms have known vessel wall weakness and therefore are susceptible to rupture. Although no definitive conclusion can be made; it is possible that clinical and procedure factors including vessel/aneurysm characteristic contributed to the rupture. Aneurysm characteristics may have also contributed to the coil protrusion from the aneurysm. There was no evidence to suggest that the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2015-00175 and 2954740-2015-00207. This is an initial/final MDR report.

Event description:
During coil embolization of an anterior communicating artery aneurysm, a 2.5 x 3.3 micrusphere (csp10025030 / c17001) was partially deployed into the aneurysm, and while attempting to place an enterprise stent (enf452812/ 10490585), the stent became stuck in the orion .021 microcatheter hub, and the aneurysm ruptured. At this point, all devices, including the partially deployed micrusphere, were removed from the patient, and a balloon was used to tampon the area. The balloon was then removed and the patient was sent to surgery for clipping of the aneurysm. The patient had no symptoms or neurological deficit as a result of the bleed and was being released from the hospital. During the embolization, the micrusphere was the first coil implanted via an sl10 microcatheter. There had been no resistance between the coil and microcatheter and a constant flush had been maintained through the microcatheter. The first two loops of the coil were deployed into the aneurysm, and some of the coil was protruding into the parent vessel, without interruption of blood flow through the artery. The coil did not appear damaged, and the physician kept the initial loops deployed in the aneurysm as a safety measure to keep the microcatheter from perforating the aneurysm dome. After the partial deployment of the micrusphere, the physician decided to stent the neck of the aneurysm with an enterprise stent; however, he did not have the prowler catheter specified in the IFU, and chose to use an off-label orion microcatheter. During insertion of the enterprise into the hub of the microcatheter, the enterprise became stuck and could not be advanced or withdrawn and was withdrawn with the microcatheter. There had been a continuous flush through the microcatheter, and neither the microcatheter or enterprise appeared damaged in any way. At some point during the process, it was believed that the aneurysm bled. The aneurysm had a 2.5mm dome and 2mm neck. A synchro 14 wire and an sl10 mc were also used for the procedure. No additional information was available.